Event description:
It was reported that this implantable pacemaker exhibited functional undersensing due to many atrial sense (as) intervals falling into absolute refractory period. This device remains in service and no additional adverse patient effects were reported.